Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Reportedly, the customer was intubated and on a ventilator; however no additional information was provided regarding treatment received. At the time of the report, customer was still hospitalized; however, customer indicated they sustained brain trauma as a result of the reported issue. The customer alleged that the pump delivered unintended insulin to the customer. However, pump data review with tandem technical support revealed that there were no insulin deliveries that were larger than normal and confirmed that the pump was functioning as intended. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.